Event description:
On (B)(6) 2025, the user experienced hypoglycemia with a lowest recorded blood glucose of 49 mg/dl, which triggered ilet low glucose alarms. The user was taken to the emergency room by a family member but was not admitted. The user self-treated with carbohydrate intake prior to arrival. No device malfunction was reported.

Manufacturer narrative:
The device history record (DHR) review confirmed the ilet met all manufacturing specifications prior to release. Engineering analysis of the device logs found no malfunctions or errors. The ilet responded appropriately to continuous glucose monitor (cgm) glucose readings and triggered alarms as expected. Based on available data and user reports, the event was attributed to delayed user response to low glucose alarms resulting in hypoglycemia. No device-related cause was identified.